Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and the stylet was still inserted in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. No other physicial damage was noted.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. During implant, the physician was unable to reposition the lead because the helix failed to extend once retracted. The physician explanted the lead and attempted to straighten it on the operation table, causing physical damage to the leads body. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.